Manufacturer narrative:
Occupation: administrator / supervisor, director of cardiovascular services. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy a leak occurred. Therapy was discontinued. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter and between the catheter and the returned maquet sheath, partially covering the membrane. The extender tubing and pressure tubing were also returned. An inner lumen break from a severe kink was observed within the membrane at approximately 27.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was detected at the inner lumen break site. The break found on the inner lumen appeared to have been caused by a severe kink which eventually failed, causing the reported leak. However, we were unable to determine when this may have occurred. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).